Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent products are identified. As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal citation: d¿oria, m., pipitone, m., riccitelli, f., mastrorilli, d., calvagna, c., zamolo, f., & griselli, f. (2018). Successful off-label use of an iliac branch device to rescue an occluded aortofemoral bypass graft. Journal of endovascular therapy, 26(1), 128¿132. Doi: 10.1177/1526602818815699.

Event description:
It was reported in an article from journal of endovascular therapy titled, "successful off-label use of an iliac branch device to rescue an occluded aortofemoral bypass graft," that two years after the placement of the stent, the patient was admitted to the hospital for acute right limb ischemia and the absence of a right femoral pulse. The records showed that the stents had been overlapped about 1 cm, and the computed tomography angiography (cta) findings were interpreted as a displacement of the stents on the right side which led to the dissection. Through the surgical cutdown, common femoral artery (cfa) endarterectomy and profundaplasty was performed. The postoperative course was uneventful and the patient was discharged 3 days after the rescue procedure.